Event description:
Pt was revised to address poly wear of the insert. Pt is very active and walks 6-8 miles per day.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Review of the as400 system show that 7 other devices from lot xk6cw1 have been delivered and can be reasonably concluded implanted without issue as no further reports are identified. The insert has been implanted for 7 years. Provided information states the pt is very active and walks between 6 to 8 miles a day. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.